Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported rupture diagnosed by ultrasound and MRI. The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight, brown particles on the surface of the shell. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported rupture diagnosed by ultrasound and MRI. The device has been explanted and replaced. This record relates to the left side.